Manufacturer narrative:
Device received with motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion alarm, button error alarm, rewind, prime or fill anomaly, low battery alarm due to motor error alarm. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were less responsive and sticking. Customer stated buttons were hard to press and rejected new battery. Customer stated insulin squirting during priming and loud during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.